Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 01 october 2019 for MDR reportability. On (B)(6) 2018, the patient underwent total right knee arthroplasty due to end-stage osteoarthritis, pain, decreased activity, flexion contracture and varus. The patella was not resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and depuy bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening and arthrofibrosis. The surgeon indicated the tibial component was removed with no cement attached to the back of the tibial component. There were no concerns reported related to the femur, though it was revised. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with a competitor system and there were no complications to the procedure. Depuy restrictor cement x 2 were utilized in the procedure. Doi: (B)(6) 2018; dor: (B)(6) 2019; (rt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 22 november 2019. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. 2760 units released. Lot expiry date: 30 june 2019. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.